Manufacturer narrative:
(B)(4). Batch #: unknown. Additional information was obtained: an internal rapid response call was held on 2/13/2023 to discuss the tissue effect issues that a surgeon is experiencing. The affected surgeon is the division chief. He has been using the enseal for about a year. He mainly is experiencing issues when using the device to seal vessels and on the thick, inflamed omentum. Taking the short gastrics is fine. Normally he has 1-2 bleeds a year, but he just had one recently (this complaint). This procedure was a sleeve. When the surgeon was using the enseal with the omentum, he was experiencing sealing issues. The omentum was thicker and inflamed. After the issues that were experienced, the surgeon asked for a harmonic to complete the case. The patient had to be brought back for bleeding. The surgeon generally couldn¿t tell exactly where the bleeding was coming from, but he assumed it was from the area where the enseal was used and the enseal was the cause based off the issues he was experiencing. He is fully latching and waits for the end tones. He does not deploy the knife until he received confirmation the tissue was desiccated. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a vertical sleeve gastrectomy procedure the device would not seal while taking mesenteric vessels. They tried a second and it would not seal either. Then they used a harmonic scalpel which completed the procedure with no patient consequences.